Event description:
It was reported that a right heart catheterization (rhc) occurred on (B)(6) 2024 for reasons related to the sensor, and no recalibration was performed. No abbott personnel was aware of the rhc at the time. It was also reported that the patient was admitted with decompensation per the physician, and the physician felt that the cardiomems pulmonary artery (pa) pressures were not corresponding with their symptoms. Although it was reported the patient was hospitalized for heart failure symptoms including pulmonary edema, there was no indication the hospitalization was related to a device malfunction or issue per the treating physician. It was reported the patient most likely has progressive heart failure symptoms related to disease progression which contributed to the hospitalization and was treated per the physician with diuretics and medical management. The physician continues to use the cardiomems to manage the patient. Based on this information, there was no alleged malfunction or deterioration in the characteristics or performance of the cardiomems sensor, that resulted in the patient¿s need to be admitted to the hospital.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a right heart catheterization (rhc) occurred on (B)(6) 2024 for reasons related to the sensor, and no recalibration was performed. No abbott personnel was aware of the rhc at the time. It was also reported that the patient was admitted with decompensation per the physician, and the physician felt that the cardiomems pulmonary artery (pa) pressures were not corresponding with their symptoms. Pending additional event information from the abbott rep.